Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture. This report is being submitted as a medical device report is an abundance of caution. Additional comment: we submitted the initial report on dec 14th 2018. This is resubmission.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product (bone void filler) into the bone defect formed after the osteotomy. About 19 months after the hto, the surgeon carried out surgery to remove the bone plate and bone screws (hereafter, implant removal surgery). During the implant removal surgery, the surgeon noticed bone plate breakage just after removing eight bone screw pieces. The surgeon judged that the bone plate breakage had already occurred at some point after hto, because the bone plate broke without making any abnormal sounds after the eighth bone screw piece was removed. The surgeon was able to remove the broken bone plate and all the bone screws and completed the surgery successfully. Information provided by the surgeon x-rays showed a lateral hinge fracture of type 1 (however, there is no information about when the x-rays were taken: just after hto or during the postoperative follow-up period).